Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in papilla at the ampulla of common bile duct during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire of the device broke off. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second dreamtome rx 44, using the same generator and active cord. There were no user injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.